Manufacturer narrative:
(B)(4).

Event description:
It was reported that a gradual increase in hv impedance was observed since implant. The trend appeared to be stable, so the patient notification alert was disabled. Patient will continue to be monitored.